Manufacturer narrative:
The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced shortness of breath in conjunction with weakness, dizziness, and nausea during treatment. The patient experienced shortness of breath during dwell two of four of pd therapy. The cause of these symptoms was unknown. The customer was assisted over the phone to perform a manual drain and end treatment, with relief of the patient's symptoms. Pd therapy was ongoing. No additional information is available.